Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working. There were no reports of harm associated with this event.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: water-tightness was lost. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: because cable unit is twisted, the endoscopic image cannot be displayed. Due to poor water-tightness of cable unit, water tightness is lost. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device was not working. There were no reports of harm associated with this event.